Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 40% to 25%within one hour. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.